Event description:
During a triple valve replacement procedure (mitral, aortic, tricuspid), as the surgeon was seating the aortic valve, it seemed to fit tightly in the patient's annulus. It was reported the surgeon believed the valve's sewing cuff appeared "different", resulting in the tight fit in the annulus. Intraoperatively, it was reported tht pt experienced bleeding from an unknown source and expired during the procedure (definitive cause of death unknown). The valve was explanted at autopsy and will be forwarded to sjm for analysis. Additional info will be requested.